Manufacturer narrative:
Concomitant medical products: a2dr01 igp implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in thresholds to high levels. In addition, there was a drop to low impedance values. The physician suspected a lead insulation breach, and the lead was capped and replaced. No patient complications have been reported as a result of this event.